Event description:
Healthcare professional reported that they were unable to move the xen®45 gts slider causing the implant to not release from the injector during implantation for clinical patient in right eye. No eye injury noted.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.